Event description:
The patient is implanted with two leads with the same lot number. It was reported the patient was not receiving effective stimulation. X-rays were taken and showed lead migration. The sjm representative met with the patient and reprogramming was unable to resolve the issue. Patient is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.